Manufacturer narrative:
The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a right total hip arthroplasty on (B)(6) 2009 where she was implanted with a stryker hip system. It is further alleged that the patient's right hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt revealed in bloodwork.

Manufacturer narrative:
This event was identified as a duplicate of an event reported under MFR#: 0002249697-2018-02323. Investigation results and conclusions are documented under MFR#: 0002249697-2018-02323.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a right total hip arthroplasty on (B)(6) 2009 where she was implanted with a stryker hip system. It is further alleged that the patient's right hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt revealed in bloodwork. This event has been identified as a duplicate of report MFR#: 0002249697-2018-02323.